Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral angiography procedure the tip of the catheter detached within the patient's right superficial femoral artery during a catheter exchange over a stiff .035 guide wire. The patient's vasculature at the location of detachment was unremarkable. The physician was not aware at first that the catheter tip had detached until selective images were taken of the right leg. The physician then used a vascular snare to successfully retrieve the tip from the patient's superficial femoral artery. Another catheter was used to finish the procedure with no further injury to report.

Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exceptions documents were found. Corrective actions are in process.